Event description:
It was reported that the device failed to deliver therapy and delivered an alert for a potential over current detection. Several alerts were also seen for possible high voltage circuit damage, possible high voltage lead issue and high voltage lead impedance issue less than lower limit. Right ventricular lead failure was suspected. The patient was stable at the time. Both the device and rv lead were explanted and replaced. Patient was stable.

Manufacturer narrative:
Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Manufacturer narrative:
The reported event was confirmed. The cause of the field event was determined to be a damaged transistor.

Manufacturer narrative:
Supplement report sent on 11/26/2018 should have a date of 11/26/2018.